Event description:
It was further reported that the event of myocardial infarction initially reported is no longer related to the device. It is noted per the medical reviewer, that the stent located in the 1st diagonal was patent. The occlusion noted was a small branch off the diagonal.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. In (B)(6) 2010, the patient was diagnosed with stable angina (ccs class) and cardiac catheterization was recommended. The target lesion was located in the 1st diagonal. The lesion was 90% stenosed, 2.25mm in diameter and 5mm long. The lesion was treated with direct stent placement using a 2.25x8mm taxus liberte stent. Residual stenosis was 0%. In (B)(6) 2012, the patient developed chest pain and was hospitalized the same day. Cardiac enzymes were noted to be elevated consistent with protocol definition of myocardial infarction (mi). The patient was diagnosed with mi and cardiac catheterization was recommended. Multiple attempts were made to cross the total occlusion in the ostial left circumflex (lcx) with a kinetix guidewire and other wires; however, the attempts were unsuccessful due to chronic total occlusion with calcified ostial stenosis. The procedure was terminated and the patient was treated medically with IV nitroglycerin and morphine. The event was considered resolved without residual effect and the patient was discharged the same day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer : it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).